Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow up, the right ventricular lead exhibited high capture thresholds and high impedance. The lead was capped and replaced successfully on (B)(6) 2016. The patient's condition was good post procedure.